Manufacturer narrative:
A steris service technician arrived on site following the reported event to inspect the 3080rl surgical table and could not duplicate the reported event. No issues with the function or operation of the surgical table were identified. The 3080rl surgical table was installed in december 1992, making the table approximately 27 years old. The 3080rl surgical table has a stated useful life of 10 years. Steris has provided the customer a quote for a new table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the leg section of their 3080rl surgical table slowly drifted downward without being commanded to do so. The user facility used the hand control to re-position the table and the procedure was completed successfully. No report of injury.